Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2018-06-30. (B)(4). Device available for evaluation?: no. Mfg date: 2017-06-30. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2019-03-31. (B)(4). Device available for evaluation?: no. Mfg date: 2018-03-25. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2018-06-30. (B)(4). Device available for evaluation?: no. Mfg date: 2018-06-30. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing multiple power switching events on their batteries. One of the patient's batteries had triggered a critical battery alarm. Upon interrogation, the site was able to replicate the switching when manipulating the connections. The charge on the batteries were greater than twenty-five percent at the time of the event. The site further reported that, on multiple occasions, the patient had briefly loss power and their pump stopped. A manufacturer representative serviced the batteries and the devices are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: four batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors involving the four batteries. Analysis of the alarm log files revealed two critical battery alarms due to communication errors involving (B)(4) and (B)(4). Log files analysis also revealed six controller power up and associated motor start events within 22jun2018 and 23jul2018. The controller was without power for 12 seconds, 8 seconds, 9 seconds, 9 seconds, 13 seconds and 12 seconds, respectively. Several momentary disconnections were recorded leading up to the losses of power. As a result, the reported events were confirmed. A power source lubrication procedure was performed on 24july2018 to mitigate the reported conditions and the batteries remained in use. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the critical battery alarm event can be attributed to communication errors between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to evaluate momentary disconnections and events involving the controller losing power, and implement corrective actions as required. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon log file review, it was shown that three of the batteries exhibited communication errors.

Manufacturer narrative:
Correction for section h10: product event summary: four batteries not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving (B)(4)., which is indicative of communication errors between the controller and batteries. In addition, analysis of the data log file revealed several premature power switching events that were due to momentary disconnections and communication errors involving (B)(4).. Analysis of the alarm log file revealed two critical battery alarms due to communication errors involving (B)(4). Analysis of the event log file revealed six (6) controller power up events between (B)(6) 2018 and (B)(6) 2018. The controller was without power for 12 seconds, 8 seconds, 9 seconds, 9 seconds, 13 seconds and 12 seconds, respectively. Several momentary disconnections were recorded leading up to the losses of power. As a result, the reported events were confirmed. A power source lubrication procedure was performed in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018 to mitigate the reported conditions and the batteries remained in use. The most likely root cause of the reported communication error can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. (B)(4) investigated momentary disconnections. (B)(4) was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.